Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was blank. The insulin pump was exposed to moisture. The customer was caught in the rain. The customer stated the insulin pump¿s display went blank immediately after exposure to moisture. Customer stated there was a constant tone occurring. The customer¿s blood glucose level was 262 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.